Event description:
As reported, prior to use for an unknown procedure, a engage nitinol stone extractor's basket would not open/close. The device did not make patient contact. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address- postal code: (B)(6). G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex a and annex g). Investigation ¿ evaluation. As reported, prior to use for an unknown procedure, the distal end of a ngage nitinol stone extractor's basket would not open/close. The device did not make patient contact. Another device was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. The returned device was found to have a basket that would not function due to sheath damage. The basket sheath had separated from the orange support sheath. Glue residue was observed, indicating the two sheaths were glued together during manufacturing. Additionally, a document-based investigation evaluation was performed. In response to this incident the device history record for the reported lot was reviewed and there were no related nonconformances. A database search revealed no other complaints had been reported from the complaint device lot. The product specification for the ngage nitinol stone extractor was reviewed, and all extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. A review of the IFU t_shef_rev1 provides the following information: important: excessive force could damage device. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 011mar2024. The procedure was completed with another same device.